Event description:
A malfunction was reported on a pump following an incident where the device was dropped. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after doing so, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reappears, which the customer acknowledged and understood.